Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had very high blood sugar levels for a month, and insulin pump was not delivering insulin correctly despite not giving alarms. The customer's blood glucose value was unknown at the time of incident. Auto test carried out. The insulin pump will not be returned for analysis.